Event description:
Customer reported that she had blood glucose of 280 mg/dl upon awakening on (B)(6) 2011, at 9:30 am. By 10:38 am it had elevated to 597 mg/dl (insulin treatment and carbohydrate intake for the morning were not reported). She removed the device and noticed a "big kink."

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the kinked condition of the cannula and whether it could have restricted insulin flow or to determine if some other product condition could have contributed to the reported high blood glucose. Qualification records for the product lot were reviewed and all acceptance criteria were met. The omnipod user's guide warns that "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia)," and to treat hyperglycemia advises "if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are present, follow your healthcare provider's guidelines. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hours. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If you feel nauseated at any point, check for ketones and call your healthcare provider immediately. If blood glucose remains high after another 2 hours (a total of 4 hours), replace the pod. Use a new vial of insulin to fill the new pod. Then contact your healthcare provider for guidance."